Event description:
It was reported that the patient presented for their one month follow-up and stated being hypotensive and "breathless" with mild exertion for the past week. It was also reported that the left ventricular [lv] lead had no capture at high output; fluoroscopy revealed that the lv lead had dislodged and was in the atrium. The lv lead was explanted and replaced. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
(B)(4).